Manufacturer narrative:
The device has not yet been explanted. If it should be, it is to be returned to the MFR for eval. When available, a device failure analysis will be submitted as a f/u report.

Event description:
It was reported that the pt had complained about hearing only very weak sounds since (B)(6) 2004. The pt's mother said that the class teacher had detected that the pt's ability to differentiate between various sounds had become poorer than before. The external equipment was exchanged, but the situation did not improve. Testing carried out confirmed that the device had malfunctioned.